Event description:
It was reported that the temperature was not displayed correctly. The cable was replaced and it had resolved.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for diagnostic purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was not displayed correctly. The cable was replaced and it had resolved.